Event description:
The customer reported that the insulin pump was not delivering the correct amount of insulin. The blood glucose reading was 231mg/dl. Had the customer to run five units of insulin thru and the insulin pump did not alarm as well the insulin did not exit. The displacement test was completed and the test failed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.